Manufacturer narrative:
The reported reader jngy295-t0103 was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader turns on with button depression. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported adc freestyle libre reader was "not turning on." On 15-jun-2021, no glycemic instability symptoms were reported, however, the customer was unable to treat themselves. Hcp contact was made and the customer was provided IV insulin (dosage unknown) for a dka. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported adc freestyle libre reader was "not turning on." On (B)(6) 2021, no glycemic instability symptoms were reported, however, the customer was unable to treat themselves. Hcp contact was made and the customer was provided IV insulin (dosage unknown) for a dka. No further information was provided. There was no report of death or permanent injury associated with this event.